Manufacturer narrative:
The device history record (DHR) could not be performed as the lot number is unknown. The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately three months post filter deployment, unsuccessful retrieval attempt was made due to partial thrombosis of the jugular vein. Approximately nine years later, CT revealed the tip of the ivc filter to be above the right and left renal vein, tilting of the ivc filter anteriorly and to the right with the tip along the right anterior inferior vena cava wall and perforation of the inferior vena cava wall by nearly all of the struts, several which extend at least 2 mm beyond the wall of the inferior vena cava. Therefore, the investigation is confirmed for filter tilt, filter migration, perforation of the ivc and retrieval difficulties. Per medical records, attempt was made to engage the apex of the filter but were unsuccessful due to partial thrombosis of the jugular vein. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into the mesentery. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure and filter migrated cephalad. The patient reportedly experienced pain; however, the current status of the patient is unknown.